Event description:
The reporter contacted animas on (B)(6) 2013, reporting a blood glucose of 15 mmol/l with positive ketones and moderate nausea. The reporter stated that the cartridge was changed just prior to going to bed and the cartridge primed without any alarms or issues noted; the reporter indicated that the pump alarmed for a loss of prime during the night. Upon review in the morning, the reporter indicated that air bubbles were noted in the tubing. Troubleshooting of the cartridge filling technique indicated that the reporter was filling the cartridge with refrigerated insulin without allowing the insulin to come to room temperature. The reporter was advised to allow the insulin to reach room temperature prior to filling the cartridge with insulin to prevent air bubbles. This report is made based on the allegation that the patient experienced hyperglycemia related to air bubbles in the system from incorrect cartridge filling technique.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 10/28/2013. Device evaluation:the returned cartridge was evaluated by product analysis on 10/17/2013 with the following findings:the returned cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.

Manufacturer narrative:
Follow-up #1: date of submission 10/07/2013 device evaluation: the device has been returned and evaluated by product analysis on 09/16/2013 with the following findings:the retained cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.